Event description:
The customer contact reported particulate. On an unspecified date, the customer contacted reported that a black dot was noted in the cassette of the tubing set. No additional details were provided. No info was provided about patient involvement. There were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.